Manufacturer narrative:
The account replaced the right foot control assembly to repair the bed.

Event description:
The account alleged after plugging the bed in, the head rose on its own then lowered and gave a service required. The service required went out and the bed would function.